Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had received an occlusion alarm. The customer went to the emergency room and was admitted to the hospital on (B)(6) 2016 with a blood glucose (bg) level of 552 mg/dl. The customer attempted to resolve the bg level with an insulin injection. At the hospital the customer was treated with insulin and intravenous saline. The high bg was resolved and the customer was discharged on (B)(6) 2016. As the occlusion alarm had occurred prior to contacting tandem technical support, a system check to determine a possible cause of the occlusion was unable to be performed.